Manufacturer narrative:
(B)(4). Batch # n55980. The analysis results found that the ecs29a device arrived with the anvil missing. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested with a test anvil for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in: laparoscopic low anterior resection; please describe how the device appeared to not fire correctly: the load appeared to have fired but not cut the donuts making removal of the eea difficult; where within the gap setting scale was the orange indicator prior to firing: green; what confirmation was received that the device was fully fired: none; did the device staple: partially; if the device stapled, were there any staples missing from the staple line: yes; if the device stapled, what was the shape of the deployed staples (b-formation, irregular, legs straight): some with legs straight; did the device cut: partially; if the device cut, was the cut line fully circumferential around the target tissue: no; if the device fully cut, were both tissue donuts present: it didn't cut enough to get donuts; after firing was the adjusting knob turned ½ to ¾ revolutions: yes; was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue: yes; how was the procedure completed: I had to open the device fully to get it out. I then repeat with another eea device.